Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead exhibited chronic high thresholds. Externalized conductors were observed under fluoroscopy. Lead was capped and replaced on (B)(6) 2019 during device change out procedure. Patient was stable throughout the event.